Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, a partial lead was returned in two portions was returned for analysis. Electrical testing did not find any indication of conductor fractures although an internal short was noted due to the procedural damage. Visual and x-ray inspections of the partial lead did not find any anomalies except for procedural damage.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the atrial lead exhibited no capture in bipolar or unipolar configurations. The atrial lead was capped 9 feb, 2021 and replaced. The patient was stable.